Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed the reported issue and stated that the hospital equipment department replaced the o2 supply hose, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that medical doctors checked the status of the device and found that the oxygen supply pipeline joint of the ventilator was loose and leaking. The doctors immediately contacted the device maintenance engineer for inspection and repair because if the issue is not detected in a timely manner, low oxygen pressure may occur, which may cause alarms or shutdowns, affect normal use, and delay patient treatment. There was no patient involvement at the time the issue was discovered. Investigation is ongoing.